Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer passed away at home. The customer was found unresponsive. The cause of death was still unknown pending a death certificate. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the customer's blood glucose levels may have dropped as they didn't appear to have struggled with anything. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.